Event description:
Customer reported that she was replacing the battery and received a failed battery test. Then when she inserted it again, she received a button error alarm. Blood glucose is 115 mg/dl. Customer stated that the device was not exposed to moisture. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had corrosion on keypad traces. No button error alarms noted during testing. Button response functioned properly. Insulin pump passed idle, run current, off no power, and pump self tests. Found no error alarms noted during testing. Insulin pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, debris in lcd display window, and cracks on the reservoir tube lip.